Manufacturer narrative:
The device was returned, and the investigation for the reported purge leak has been completed. Investigation: evaluation of the returned pump found no leaks in the purge system. The returned pump was purged without issue. The root cause of the low purge pressure was most likely due to use, as no leaks were found in the purge system and the pump purged without alarms. As noted in the impella IFU: purge leak - pump: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, there was leaking of d5 from around the red impella plug. The percutaneous intervention (pci) was able to be performed. No patient harm was reported.